Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a nosocomial infection. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for another indication and during hospitalization (37 days after admission), the patient was diagnosed with peritonitis. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported), ip amikacin dose, frequency and duration not reported), and meropenem (route, dose, frequency and duration not reported) as empirical treatment for the peritonitis. Four days after antibiotic treatment began, the pd catheter was removed and the patient was switched to hemodialysis. It was reported the patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Forty-eight days after the peritonitis diagnosis, the patient passed away. The cause of death was reported as due to fungal bacteremia. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.